Manufacturer narrative:
D.4 & h.4: serial number, unique device identifier, and manufacturer date not available. Upon investigation of the actual device of this incident, it was determined that the multiple users were unable to access the server. A technical support specialist (tss) worked with the user on an ongoing issue with a domain controller causing s-channel errors, which led to authentication failures until reboot. The user ran a powershell command using a local admin account to repair credentialing, allowing carefusion admin2 to log in and enabling services, application pools, and structured query language (sql) jobs to start correctly. All functions were confirmed running normally after tss manually ran a report. Further troubleshooting was limited as the issue required resolution by the it team on the active directory controller side. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ es server, multiple users were unable to access to es server. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.